Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation the device. The unit was received with disrupted timing. Additionally the reload had disrupted timing and scratches on the inner tube. A reload was not able to be loaded due to the disrupted timing. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the reported condition could be a result of improper loading of a loading unit, as indicated by the scratches on the reload inner tube. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate this event was previously reported to the FDA on a summary report and is now being submitted on a 3500a per FDA request. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic ventral hernia repair, the device used roughly 25 tacks, with last reload the handle crunched and essentially stripped gears. Another handle had to be opened to complete the procedure. No injury has been noted.